Event description:
It was reported that during a pph procedure, the device got stuck in the rectal mucosa and in the process of taking it out, the rectal muscles were damaged and a pelvic abcess developed. The patient, who was reportedly in a critical condition for a few days, has not been operated upon by another surgeon to repair rectal muscles and drain abscess.

Manufacturer narrative:
Info not available, device not returned for analysis. Serial number = na.